Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the pain at ipg site has resolved post op.

Event description:
Additional information received indicates that surgical intervention took place on (B)(4)2023 where in the ipg was moved up a little high in the same pocket to address the issue.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, it looks like the ipg has gotten loose in the ipg pocket causing the pain. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.